Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 29-jul-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 3000mcg/ml dose not reported via an implantable pump. On (B)(6) 2020 it was reported that there was a pump replacement tuesday revising the proximal end of the existing catheter because they could not aspirate it. When they disconnected the distal end from the proximal end of the existing catheter there was no csf (cerebral spinal fluid) back-flow from the distal portion either but nothing was done about that. No further complications were reported regarding the event.